Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gray rotating section next to the buttons of the 30-degree endoscope plus was too loose and spinning out of position. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on illumination of the button pack assembly. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The root cause of the binding is attributed to component susceptibility to increased friction.